Manufacturer narrative:
The distributor's field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the axes controller, setup joints (acj). The system was tested and verified as ready for use. As of the date of this report, the acj has not yet been received by intuitive surgical, inc. (Isi) for evaluation. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the brake is not plugged in all the way. Based on the picture alone I¿m not sure which joint it is since the picture is pretty zoomed in. The 32100 error was pointing to the wrist brake though so I would guess the picture is of the wrist joint.

Event description:
It was reported that during a davinci-assisted surgical procedure, the distributor field service engineer (fse) called intuitive technical support engineer (tse) on behalf of the customer to report that universal surgical manipulator (usm) 4 was reporting recoverable error 32100. As they were able to recover the error and proceed with surgery, the caller requested information on what the culprit was. The tse could review the logs and found that issue was pointing to a brake inside the wrist axis. The tse informed caller that there was a chance that the error would come back and to prepare to proceed with three arms. Caller stated that he had already informed the surgical team about this. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the reality was that the error was unrecoverable, and they had to disable the arm no 4. The procedure was performed with only 3 arms.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the axes controller, setup joints (acj) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Visual inspection found no related issues to the report event. The unit was installed onto an in-house system, and the program was completed with no issues. Fa performed 10 power cycles and the unit idled for 1 hour with no errors. After testing was completed, logs revealed no errors. The probable root cause cannot be determined based on the information provided and failure analysis results. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.